Event description:
It was reported that during an open reduction internal fixation procedure to repair a distal tibia pilon fracture with an anterior lateral plate, a drill bit broke when the flutes of the bit hit the threads of a lag screw. A piece of the drill bit tip was left in the patient. No reported surgical delay. This complaint involves one device. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.